Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and found that there was downstream occlusion (dso) seal torn and liquid crystal display (lcd) lens scratched. Confirmed customer complaint of ¿it was reported that both the air sensor and the dso seal were unattached and falling off" through the visual and functional testing. Replaced dso seal, and secured air sensor with adhesive around perimeter. Performed dso/upstream occlusion (uso) sensor calibration. The software was updated to latest revision and the unit reset to standard configuration.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that both the air sensor and the downstream occlusion seal were unattached and falling off. Reporter alleged the seal was also ripped. The issue was discovered during testing. There was no patient involvement.